Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error during rewind. The patient's blood glucose was normal and did not require medical treatment. There were motor error alarms found in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to the motion sensor test failure alarm. Unable to verify motor error alarm due to the motion sensor test failure alarm.